Manufacturer narrative:
The product was not returned. The file will be reopened if the sample is received or if information is provided. The iol complaint history and product history records were reviewed and documentation indicated the product met release criteria. The file indicated the use of a qualified associated cartridge and viscoelastic. Information provided on the completed form by the customer indicated "other" for the question of handpiece used. Because none of the company handpieces were selected on this form, this would indicate that a non-qualified handpiece was used. The root cause for the reported complaint was most likely related to a failure to follow the IFU. The customer indicated "other" from the list of qualified company handpieces. This would indicate that a non-qualified associated handpiece was used. Company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The file information indicated that the sample will not be returned. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. The file will be reopened if the sample is received or if information is provided. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. The file indicated the use of a qualified associated cartridge and viscoelastic. The associated handpiece was not provided. It is unknown if a qualified product was used. The product investigation could not identify a root cause for the reported complaint. The associated handpiece was not provided. It is unknown if a qualified product was used. Company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported with a description of iol (intraocular lens) was stuck in the cartridge and was not ejecting. There was no patient harm and the surgery was completed with another lens during the same procedure.